Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with high risk for thromboembolism. Approximately seven years and five months post filter deployment, a computed tomography (CT) scan revealed that the filter tilted and struts perforated, and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years five months post filter deployment, computed tomography revealed inferior vena cava filter tilted with legs protruded outside the confines of inferior vena cava. This was typically asymptomatic but could be cause of back pain. Approximately one year later, patient presented with abdominal pain. Subsequent, computed tomography revealed inferior vena cava filter was in place with penetration of caval wall by struts. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2017),

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient at a high risk of thromboembolism was scheduled for placement of an inferior vena cava (ivc) filter prior to surgery. The right femoral vein was accessed without difficulty and venography was performed. This demonstrated the renal veins and no evidence of clot. The filter was then deployed below the renal veins without difficulty. The sheath was removed and pressure was held. The patient had no complications. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for a tilted filter and perforation of the ivc wall as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - only use the recovery cone removal system to remove the g2 filter. - perforation or other acute or chronic damage of the ivc wall. - filter tilt. - filter malposition. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported that a vena cava filter was deployed in conjunction with or prior to an orthopedic surgery. At sometime post filter deployment allegedly the filter tilted, perforated the caval wall and was irretrievable. No attempts were made to retrieve the filter. The patient allegedly experienced pain associated with the tilted filter that perforated the vena cava wall becoming irretrievable. Based on a review of the medical records received, the patient at a high risk of thromboembolism had a filter successfully deployed without incident prior to surgery. There were no complications. No additional information surrounding this event was provided in the medical records received.